Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device prep, air was continuously pulled into the indeflator during air aspiration outside of the anatomy for a 5 mm x 60 mm armada 35 balloon dilatation catheter (bdc). When pressure was applied to the bdc, contrast was observed to be leaking out from the connection between the hub and the shaft. There was no patient involvement with the device. A new bdc was used to complete the procedure successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device and confirmed the reported leak in the hub. A review of the complaint handling database found no other similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause determined the most probable root cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.